Event description:
It was reported that the 2600 system would not fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image intensifier power supply and fuse f7. Image intensifier focus adjusted. The system was tested and found to be working as intended and placed back into service.